Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Returned instrument was found to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured off. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument fractured during transportation between hospitals. There was no patient involvement.